Manufacturer narrative:
(B)(4) citation: british journal of neurosurgery. April 2008; 22(2): 279 282. Doi: 10.1080/02688690701818885. (B)(4)

Event description:
Literature article: number of burr holes as independent predictor of post-operative recurrence in chronic subdural hematoma. Chronic subdural hematoma (csdh) is one of the most frequent neurosurgical entities. Current treatment options include burr hole craniostomy, twist drill craniostomy, or craniotomy. While the burr hole craniostomy is the most often used technique, there are no studies analyzing the use of one vs. Two burr holes in respect to recurrence rates and complications. This retrospective study included 76 consecutive patients (56 male and 20 female; age range: 48 to 72 years old) with 97 chronic subdural hematomas. Patients were divided into 2 groups: the 1 burr hole craniostomy (34 cases of hematoma) and the 2 burr hole craniostomy (63 cases of hematoma). The hematoma was repeatedly irrigated by means of a nelathon catheter with ringer solution until the irrigation returned clear. All patients received closed-system drainage by means of a 7 mm flat ¾ fluted blake catheter fixed at head level. The drainage system was left in place at least 48 h and only removed after computed tomography scanning documented satisfactory evacuation. During drainage patients were confined to bed with the head of the bed flat and were mildly over-hydrated. Reported complications included recurrent hematoma (10 cases for the 1 burr hole craniostomy and 3 cases in the 2 burr hole craniostomy) and wound infection (3 patients in the 1 burr hole craniostomy). A subduroperitoneal shunt was inserted because of extensive recurrent hematoma in 9 cases for the 1 burr hole craniostomy and 1 case for the 2 burr hole craniostomy. There were no further recurrences in patients after the procedure. One patient died post-operative day 1 due to ventricular tachycardia. The importance of hematoma fluid evacuation to prevent post-operative recurrence is further emphasized by the fact that the risk of recurrence is increased when the concentration of fibrinolytic factors remains high in the postoperative drainage fluid. It was concluded that the use of 1 burr hole craniostomy for evacuating chronic subdural hematomas leads to a significantly higher postoperative recurrence rate, longer hospitalization, stay and more wound infections. Recurrences can be safely and effectively treated with subduroperitoneal shunting.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/9/2020.